Event description:
It was reported that the customer was having problems with cannulas bending. Customer's blood glucose was 552.6 mg/dl. Customer treated with mdi and did not go to the hospital. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.